Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery spatula instrument had wire visible at the tip. There was normally something over that wire. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue did not happen during the procedure. During procedure, the instrument was inspected prior to use and no damage or anything out of the ordinary. There were no sign of thermal damage and no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. The same instrument was used to complete the procedure robotically. The video recording of the procedure is not available for isi review. The broken wire was found in sterile processing department (spd).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken proximal clevis at one ear of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis.